Event description:
On (B)(6) 2014, the reporter contacted animas alleging that the pump was unable to prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 05/06/2014. Device evaluation: the pump has been returned and evaluated by product analysis on 04/25/2014 with the following findings: during investigation, a review of the black box showed multiple attempts to prime and call service alarms with high force. No loss of primes were recorded. During testing, no loss of primes or alarms occurred. The force sensor calibration reading was within specifications. The pump was opened and no internal defects were found. The loss of prime issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.